Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was removed and replaced due to advisory. The patient was device dependent and had received recent high voltage therapy. Although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically following the advisory. The patient was stable post procedure.